Event description:
The customer reported via phone call that the insulin pump alarmed motor error after the customer had changed his insertion site and was trying to bolus. The customer's blood glucose was 350 mg/dl. The customer stated that he was unable to bolus for the high blood glucose. He noted that he raised his basal rate settings to accommodate for his inability to bolus. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the occlusion test and was unable to prime at 4.0 lbs during the prime test due to a faulty force sensor resistor (gold). The motor passed the motor test. The unit had a minor scratched liquid crystal display window and cracked reservoir tube lip.